Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. Failure analysis investigation also found that the edge of the distal pulley had mechanical indentations and the surface of the distal pulley had scratches. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. The pitch cable was also found to be frayed at the distal idler. The clevis did not exhibit any damage. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the cable on the mega needle driver instrument broke. There was no report that any piece from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.